Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reports right side rupture. The device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified. Lot number in the patch: 3142262. Observed broken device. Observed red particles. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Event description:
Physician reports right side rupture. The device has been explanted.

Event description:
Healthcare professional reports right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: crease is observed. Wear abrasion is observed. Missing shell assessed as inconclusive. Black particles were observed on the shell.